Event description:
It was reported that a mobi-c device was removed due to post-operative neck pain. The patient initially did very well but began experiencing neck pain without radiculopathy. The mobi-c was removed and replaced by a cpesp device. The patient is doing well after revision.

Manufacturer narrative:
This device is not cleared within the us but is similar to mb3796, which is cleared under p110009. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Device evaluation: the product was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear of the implant over time or excessive/off-axis forces experienced after implantation. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a mobi-c device was removed due to post-operative neck pain. The patient initially did very well but began experiencing neck pain without radiculopathy. The mobi-c was removed and replaced by a cpesp device. The patient is doing well after revision.